Event description:
The customer stated that he fell and was subsequently hospitalized due to hypoglycemia. The customer's mother felt that the cause of the event was an issue with the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.